Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported reprogramming was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electronic transmission indicated possible oversensing of noise on the right atrial (ra) lead on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.